Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, post-paced t-wave oversensing on the ventricular channel was observed. The oversensing was noted on several non-sustained rv oversensing episodes and two vf episodes. The patient received inappropriate antitachycardia pacing therapy. The device was reprogrammed to prevent further inappropriate therapy. Few more episodes of oversensing were still noted post device reprogramming. Physician decided to continue to monitor the patient.